Event description:
It was reported that on (B)(6) 2022, the symphony polyaxial screwdriver retention sleeve and polyaxial driver shaft x20 was assembled which got stuck together and will not come apart. It was discovered while opening the set for the case that the instruments were pre-assembled prior to sterilization and cold welded together. No patient consequences. This report is for one (1) poly screw driver shft x20. This is report 2 of 2 for complaint (B)(6).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 d10: date of concomitant therapy is (B)(6) 2022. G2 h3, h6: a review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4902517 was released in a single batch. Batch1: released on september 27, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the poly screw driver shft x20 had no visual defects or damages. No issues were identified with the device. No new additional information can be added after reviewing the received image. The dimensional inspection was performed and the device met specifications. A functional test was performed and the driver shaft could assemble and disassemble with the driver retention sleeve with no difficulties. The complaint condition could not be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the poly screw driver shft x20 as no issues were observed with the device. While no definitive root cause could be determined from the available information, it is probable that the user did not follow the instructions for disassembly of the devices. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *********************************************** drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - 103140293 poly screwdriver x20 dimensional inspection: measured dimensions: groove diameter: conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.